Event description:
On (B)(6) 2013, the patient reported that she believed her vns battery was dead because she could no longer feel stimulation and felt that her depression, which had been good, has now been getting worse over the last couple months. The patient stated that she has not seen anyone in several years and that her primary care physician set her up with a physician to be seen. This physician's information is unknown. No other information was provided at the time of the report. Follow up was performed; however, it was confirmed that the patient had not been seen in over a year and no information was available to provide. A review of the patient's programming history from the manufacturer's database found that the most current recorded diagnostics were from (B)(6) 2006. No additional information has been received.

Manufacturer narrative:
Analysis of programming history.

Event description:
The explanted generator and lead were received for product analysis on 12/21/2015. Product analysis was completed on the generator. The battery was found to be at end of service and was determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the leads is still underway and has not yet been completed.

Event description:
It was reported that the patient was seen by a physician who confirmed that the generator was "dead". The physician wants to refer the patient for surgery; however, the patient's insurance will not cover the costs. The physician indicated that the increase in depression and the patient not being able to feel stimulation are believed to be related to the generator being at end of service. The surgeon is trying options to get the generator replaced.

Event description:
Product analysis was completed on the leads on (B)(6) 2016. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except of the setscrew marks observed near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. X-ray images of the "as-received" product suggest the canted spring was making a good electrical connection to the lead's connector ring. Canted spring indentations were not observed on the rear end of the small o-ring. Canted spring indentations were observed on the connector ring surface. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
On (B)(6) 2015 it was reported that the patient needs removal of the vns device as she needs a full body MRI due to back issues. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 it was reported that the patient underwent explant of the vns on (B)(6) 2015.

Event description:
The patient reported that her vns battery had been dead for a couple of years and it had worked well for her.